Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer cleaned and replaced the electrode replacement but the issue was not solved. The field service engineer found that there was a suction failure during the suction operation of a vacuum nozzle during the reagent prime. He adjusted the vacuum nozzle tip. Qc was performed and it was acceptable. The instrument was performing within specifications. The root cause was due to a mechanical issue/wear and misadjustment (component failure).

Event description:
We received an allegation of questionable ise results for 4 patients' samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 134 mmol/l. Repeat result: 140 mmol/l. Sample 2, sample 3, and sample 4 were tested on (B)(6) 2025: sample 2: initial result: 131 mmol/l. 1st repeat result: 138 mmol/l. 2nd repeat result: 138 mmol/l (tested using dry chemistry method). Sample 3: initial result: 139 mmol/l. 1st repeat result: 149 mmol/l. 2nd repeat result: 148 mmol/l. 3rd repeat result: 148 mmol/l. Sample 4: initial result: 153 mmol/l. 1st repeat result: 159 mmol/l. 2nd repeat result: 157 mmol/l (tested using dry chemistry method). 3rd repeat result: 155 mmol/l. 4th repeat result: 154 mmol/l. 5th repeat result: 155 mmol/l. No questionable results were reported outside the laboratory.